Manufacturer narrative:
Smith & nephew is submitting this report pursuant to the provisions of 21cfr, part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report.

Event description:
It was reported that left hip revision surgery was performed.

Manufacturer narrative:
It was reported that left hip revision surgery was performed. During the revision the bhr cup, hemi head and sleeve were removed. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. The available medical documents were reviewed. The elevated metal ions, heterotopic ossification and mushroom-like appearing tissue in the joint; all noted prior to bhr implantation, cannot be ruled out as contributing factors to the patient¿s pain and clinical status. The reported pain, elevated metal ions, revision intraoperative findings of mushroom-like tissue, as well as the pathology report of inflammatory cell infiltrate; including lymphocytes, plasma cells, and a few pigment laden histiocytes, may be consistent with findings associated with alval. However, the root cause of the adverse tissue reaction and alval cannot be determined and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. It is noted that use of birmingham modular head as a total hip arthroplasty was an off label use of the modular head in the us. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that left hip revision surgery was performed due to elevated ion metal in blood, metallic taste in mouth, fatigue, buttock and groin pain.